Event description:
It was reported tubing broke. "It was with a very active toddler so we weren't sure if it was related to her constant movement, but had not seen this with other drugs. It was on day 4 of the infusion." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.